Event description:
There is wool coming out of them [device breakage]. Case narrative: consumer reported via email that there was wool coming out the tampon. No injury was reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.